Event description:
It was reported that a xience xpedition stent was implanted in the mid, left anterior descending artery (mlad) and a dissection occurred. Another bailout xience xpedition stent was implanted overlapping the first xience xpedition stent as treatment in the mlad. The dissection resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.